Manufacturer narrative:
The manufacturer is attempting to acquire the lvad pump and two system controllers for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had called and left a message stating that he was having problems with his system controller. The vad coordinator called him back right after the message and the pt did not answer his phone. After many attempts and phone calls, the vad coordinator was able to find the apartment supervisor who opened the door and found the pt down and emergency services was called. The pt was found with the system controller disconnected. The paramedics connected the system controller via the vad coordinator's direction over the phone and the lvad pump started. The pt was transported to the hospital and upon arrival, the vad coordinator checked the alarm history where a "low controller cell" alarm was recorded. It was thought that the pt got confused about the alarm and thought he needed to change out his system controller and in doing so, went down as soon as he started trying to change it. It was noted that the pt lived alone and that the pt unfortunately had expired.